Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display did not illuminate. The dim display segment did not meet voltage specification during testing. One segment of d4 on the system board is defective. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the 1s digit in spo2 display led is missing a segment. No consequences or impact to patient was reported.